Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The external visual inspection revealed that the array was severed prior to receipt. This is believe to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced recurrent skin flap infections and device extrusion. The recipient had wound correction surgery in 2018 and on (B)(6) 2019. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
The recipient's infection reportedly resolved following explant surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.